Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the fridge was not detected on the bus. A field service engineer assisted the customer to shut down the station and power on the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system remote manager not detected on bus. The customer reported that users were unable to remove medications from the drawer. Which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.